Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure a quantity of four ar-4501 meniscal cinch ii from lot f294668 malfunctioned. On one of the ar-4501 the number two implant pulled out through tissue, and the other three devices had suture tangle and the knots would not slide back to position number one. The rep stated the suture on the three ar-4501 would either tangle and/or completely break. The trigger was also not very easy to operate. The rep stated there were not any implants left in the patient, and the case was completed. The complaint devices were discarded and will not be returning for evaluation. Additional information has been requested. Additional information received on 08/07/2019: the rep stated the procedure taking place was a meniscus repair/acl reconstruction. The rep reported the trigger was stiff on all four devices. Additional information received on 8/19/2019- the rep confirmed that the implants that were deployed and seated successfully were left in the patient.